Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for any of the patients in this event. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. Investigation of the event determined that an error occurred on the bec filling line system while filling the access free t3 reagent. Due to the error, empty or partially filled reagent packs were released to the field. Empty or partially filled packs, when used to analyzed patient samples, can cause erroneous results as observed by the customer. In conclusion, the cause of this event is due to an error which occurred on the bec reagent filling line. Bec internal identifier: (B)(6).

Event description:
The customer reported obtaining non-reproducible, elevated free triiodothyronine (access free t3) results for six (6) patients on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The access free t3 results obtained did not correlate with the patient's other thyroid test results. The customer inspected the in-use access free t3 reagent pack and noticed that the particle well was full and the other three (3) wells were empty. After changing out the in-use access free t3 reagent pack with a new access free t3 reagent pack, the customer reanalyzed the patients' samples on the original unicel dxi 800 access immunoassay system and obtained lower results either within the assay's normal reference range or below the assay's normal reference range. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This MDR will address the elevated access free t3 patient results (designated as patients two (2) through seven (7)) obtained on (B)(6) 2015. MDR 2122870-2015-00469 will address the additional elevated access free t3 patient result (designated as patient one (1)) obtained on (B)(6) 2015. The customer did not supply quality controls (qc), calibrations or system checks for review in regards to this event. The customer did note that after replacing the access free t3 reagent pack qc was analyzed and resulted within the laboratory's established ranges. The patient's sample was collected in a plain tube without a gel separator and then centrifuged at 3,500 rpm (rotations per minute) at room temperature for an unknown amount of time. There was no report of sample integrity issues reported by the customer.